Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain, pain, side pain(both sides)'), device expulsion ('expulsion, left occlusion only,expulsion of essure device'), uterine perforation ('spontaneous dislodge of the essure from the right tube, inadvertent uterine perforation') and pregnancy with contraceptive device ('birth - no complication') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included tubal ligation, multigravida, parity 3 (date of the birth: (B)(6) 2005, (B)(6) 2007,(B)(6) 2010) and vaginal delivery (two vaginal deliveries). Concurrent conditions included allergy since 2009 and gerd. Concomitant products included bethanechol from (B)(6) 2018 to (B)(6) 2019, bupropion since 2010, escitalopram since 2010, lactulose since 2016, loratadine since 2009, pantoprazole since 2011 and trazodone since 2017 to (B)(6) 2019. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced depression ("psych injury/depression") and anxiety ("anxiety"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain and menorrhagia had resolved, the device expulsion, uterine perforation, pregnancy with contraceptive device and anxiety outcome was unknown and the depression was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure (ess205). The reporter commented: per ppf: date of insertion: (B)(6) 2007 (discrepancy). She had received treatment for following events" dyspareunia (painful sexual intercourse), chronic/pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), expulsion, psych injury". Tubal ligation. The right essure coil was deployed which revealed 16 coils in the intrauterine cavity and the left tube was canalized with the essure equipment and it deployed the essure coil which revealed two coils in the uterine cavity. As per removal details: patient was seen in our office originally 7 years ago for similar issues, and she describes that the pain is intense and stated that one of the essure coils placed in 2005 by another provider was removed due to dis placement years ago. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: (unspecified): left occlusion only. Result: unilateral occlusion (left tube occluded). Right tube not occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2019: plaintiff fact sheet received. Event psychological trauma was replaced with the events: depression & anxiety. Event: spontaneous dislodge of the essure from the right tube, inadvertent uterine perforation was added from mr. Event outcome was added for the event: depression. Reporters information and lab data was updated. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), device expulsion ('expulsion, left occlusion only') and pregnancy with contraceptive device ('birth - no complication') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included tubal ligation. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain and menorrhagia had resolved and the device expulsion, pregnancy with contraceptive device and psychological trauma outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, pregnancy with contraceptive device and psychological trauma to be related to essure (ess205). The reporter commented: per ppf: date of insertion: (B)(6) 2007 (discrepancy). She had received treatment for following events" dyspareunia (painful sexual intercourse), chronic/pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), expulsion, psych injury". Tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2007: (unspecified): left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: plaintiff fact sheet received. The case is incident. Previously reported ¿injury¿ was updated to more specified event¿ dyspareunia (painful sexual intercourse), chronic/pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), expulsion, psych injury, birth - no complication, device ineffective¿. Reporter¿s information, demographics, medical history, lab data, essure indication (amended) and essure removal date was added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.